Manufacturer narrative:
Updated a1, b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown drug via an implantable pump. The healthcare provider (hcp) called in with the patient and reporting that the synchromed application became stuck at 90 percent, then froze and quits. There were no known environmental/external/patient factors that may have led or contributed to the issue. No troubleshooting performed. The rep tried to transferred the call to technical services, but the call dropped. The rep called back the hcp later, and the hcp advised that the issue resolved itself.

Manufacturer narrative:
Corrected h7. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# unknown serial# unknown: product type software product ID hh90t01. Serial# unknown: product type mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown/unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing unknown drug via an implantable pump. The healthcare provider (hcp) called in with a patient, reporting that the synchromed application was stuck at 90 percent, then it froze and quits. There were no known environmental/external/patient factors that may have led or contributed to the issue. No troubleshooting performed. The rep tried to transferred the call to technical services, but the call dropped. The rep called back the hcp later, and the hcp advised that the issue resolved itself.